Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported multiple messages displayed, the touchscreen went blank and the system shut down during setup of the system. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event of system shut down. The nonconforming power (pcb) and power supply were replaced to address the system shut down. The system was then tested and met all product specifications. The replacement of these parts do not affect and are not related to the touchscreen nor the various modules of the sms that were reported. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of system shut down can be attributed to the nonconforming power (pcb) and power supply. However, it remains inconclusive whether only one or both of these parts contributed to the reported event, as the samples have not returned. The replacement of these parts do not affect and are not related to the touchscreen nor the various modules of the sms that were reported. As the system met specifications in relation to the other reported events of multiple system messages and touchscreen going blank, the root cause of these reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).